Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Device not returned.

Event description:
It was reported the customer¿s blood glucose (bg) was above 600 mg/dl and the cause was not known. A bolus via the pump was delivered. Customer went to the emergency room and was admitted to the hospital. Ketones were high and considered as being dangerous by a healthcare provider. Customer was in critical condition and was treated with intravenous insulin/fluids. System check was performed with tandem technical support (cts); no device issues were identified. Customer acknowledged the pump was working ¿fine¿. Customer had not been discharged at the time of the report as bg had not lowered. Although multiple attempts were made by cts to obtain further information, no reply was received from the customer.